Manufacturer narrative:
Bench service was not able to repair the device. The manufacturer contacted the customer regarding the repair of this device, but no response has been received. No further information could therefore be provided about the troubleshooting, repair, diagnostic report, part replacement, or part return. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint from bench repair on the v60 ventilator indicating that the device fails the electrical safety test as the power cable exceeds the permissible limits. It was determined that the power cable must be replaced. There was no patient involvement at the time the issue was discovered. There was no report of harm to the patient or user.